Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed through remote transmission due to myopotentials. The patient was asymptomatic. Programming changes were recommended, and the patient will continue to be monitored.